Event description:
Since having the essure I've had extreme periods. Missing periods. Fibroids, polyps, cysts, and now endometrial hyperplasia. Which will result in a hysterectomy scheduled for (B)(6), 2014. (B)(4).